Event description:
This report summarizes <noe> 1 </noe> malfunction event. A review of the event indicated that 1 patient sample test using panoscreen iii reagent on an automated blood bank systems produced an unexpected negative result for the anti-fyb antibody. The result represented a false negative due to prior patient history or, testing completed by other methods that demonstrated the presence of the specific antibody. Subsequent testing of the reagent retention lot and an antigen validation test of the initial bulk product used for commercial vialing showed acceptable results. Through post event tests and investigations, no specific causes was determined for the malfunction.